Manufacturer narrative:
Please refer to the attached analysis report. H11. Corrected data: g3.3. Date received by manufacturer changed to 08/03/2023 as investigation closed.

Event description:
Reportedly, on a reply dr pacemaker implanted with beflex leads, both a and v channels show artefacts. Leads are in situ and probably will be replaced.

Event description:
Reportedly, on a reply dr pacemaker implanted with beflex leads, both a and v channels show artefacts. Leads are in situ and probably will be replaced.